Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's dad reported via phone call that the insulin pump screen did not display battery alarm. The customer¿s blood glucose level was 139 mg/dl. Customer states that display did not returned after pump restart. Troubleshooting was performed. The insulin pump will be returned for analysis.